Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged and the reservoir retainer ring was loose. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis